Event description:
A battery problem was reported. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A battery problem was reported. There was no report of pt involvement. A third party service provider evaluated the device. The symptom was clarified as a blank display. The issue was localized to the display assembly.